Event description:
It was reported that the patient presented in the emergency department for unrelated matters. Upon interrogation it was noted that the implantable cardioverter defibrillator exhibited under sensing. No resolution was performed. The patient condition was stable, and patient would continue to be monitored.